Event description:
It was reported that the patient presented with problems with his neck ongoing for several years. Pt failed conservative treatment including physical therapy, epidural steroid injections, and medications. Pt¿s symptoms were causing a gait disturbance. X-rays and MRI showed pathology predominantly at c5-6-7 levels. ¿atc5-6 he had more of a generalized disk bulge resulting in neuroforaminal narrowing bilaterally. He also had a generalized disk bulge at c6-7 that was more right-sided causing right greater than left neuroforaminal narrowing. There was also some element of central stenosis at each level.¿ on (B)(6) 2011, the patient was diagnosed with intractable neck and upper extremity pain, cervical stenosis, cervical radiculopathy, and cervical spondylosis without myelopathy c5-6 and c6-7. The patient underwent an acdf using perimeter, venture, rhbmp-2/acs, and local bone autograft. There were no noted complications. Post-op, the patient developed complications including the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2011: the patient presented with pre-op diagnosis: cervical spondylosis without myelopathy, c5-6 and c6-7; cervical stenosis, c5-6 and c6-7; cervical radiculopathy; intractable neck and upper extremity pain. Procedure performed: anterior cervical decompressions, c5-6 and c6-7; anterior cervical fusions, c5-6 and c6-7; placement of biomechanical interbody devices at c5-6 and c6-7; application of an terior plate, c5 to c7; harvest of local bone autograft; placement of osteopromotive material (rhbmp-2).